Manufacturer narrative:
A ge service representative performed an on site investigation. It was recommended that the xray tube be replaced. However, the customer chose not to repair the system but to exchange it for a newer c-arm model.

Event description:
The customer reported popping could be heard from the system and intermittently it displayed black images. No report of pt injury.